Event description:
Pt initially underwent spinal surgery on 09/11/96 due to failed back syndrome, possible l5-s1 fusion. The patient was implanted with plates and screws at l4; l5-s1. On 10/24/96 the pt underwent additional spinal surgery. In january of 1997, the patient was seen by their doctor complaining of pain. The onset of the pain was experienced suddenly while the patient was walking. X-rays were taken and they showed the patient had 2 broken screws at this time. The physician confirmed that the implants did not cause permanent impairment/damage of a body structure. The physician also confirmed that the implant did not necessitate medical/surgical intervention to preclude permanent impairment of a body function or damage to a body structure.